Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# 0212500882, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from the healthcare professional via a representative regarding a patient who was implanted with a neurostimulator. It was reported the patient had a sudden return of right body symptoms following a fall, which involved a laceration to the head above the eye. An impedance assessment through the implantable neurostimulator (ins) as well as through the lead only indicated damage to the left brain lead. The impedance measurement of the left brain was done in isolation. C<(>&<)>0, c<(>&<)>1, c<(>&<)>2 were all greater than 40,000 ohms. The 0<(>&<)>1 had low impedance with a value of 36 ohms. The rest of the measurements ranged anywhere from 5,523 to 39,346 ohms. Lead replacement was performed, and it was noted the issue was considered resolved at the time of report. The patient status was alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0212500882, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead kit 3389-40 quad dbs .5 mm sp 40 cm (lot # 0212500882). Confirmed the allegation by showing that the stim lead body conductor broken at anchor site 9.7 cm from the distal end. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead; {x} cm from the {distal/proximal} end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the proximal end of the lead was stretched. Analysis observed the {#0 c45rushed} connector(s) of the lead {was//were} crushed. All analysis code apply to the lead. If information is provided in the future, a supplemental report will be issued.